Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer experienced symptoms of a low bg level. The customer did not provide a bg level. The customer reported due to the reported out of range issue, bg levels were unable to be accurately monitored. Customer addressed bg level with glucose tablets.